Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunctions could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. During troubleshooting, it was confirmed that the screen was responsive. Additionally, it was reported that an occlusion alarm occurred. During troubleshooting, it was determined that the occlusion was most likely at the site; however, the customer refused to remove site to continue troubleshooting the issue. There was no known impact to the customer's blood glucose level. The customer would continue to use the pump for insulin therapy.